Manufacturer narrative:
A specific cause for the change in pump parameters could not be determined. It was reported that the patient presented symptoms of dizziness and mechanical falls. Review of the submitted log file confirmed power and flow to be trending upwards with pi trending downwards. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device- 7 years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient presented to the emergency department after becoming dizzy/, lightheaded and falling. Patient reports having this issue over the last several days. The patient¿s log file was submitted for review. During the analysis of the log, the manufacturer¿s technical services representative reported that the log file captured the pi trending downward with power and flow trending upward. The pump speed recordings below the set speed are all associated with pi events which is normal. Noted at times the patient is sleeping on battery power. The event history appears normal. Further information was requested, but not provided.